Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3708120, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708120, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3777-75, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID neu_silicone anchor; product type accessory (B)(4). Analysis of the lead found no significant anomaly. It was noted that the lead body was cut through, product segmented. Analysis of the anchor found no significant anomaly. It was noted that the anchor was cut.

Event description:
It was reported that the patient described discomfort in his neck and thought the lead was causing the discomfort. It was noted that the physician exposed the lead and cut the lead leaving the rest connected to the implantable neurostimulator (ins) because he did not want to open the ins site. It was noted that it was an occipital nerve stimulator (ons). It was noted that the lead was causing discomfort in the neck area. It was noted that there was some out of range out of range values. It was noted that the actions required as a result of the event required explant. It was noted that impedance testing and x-rays were performed. It was noted that there was no visible damage to the lead during surgery. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that symptoms included discomfort in the neck area and the location of the symptom was at the lead. Additional information received reported that the left lead was partially removed. It was noted that the patient was not scheduled for a replacement. It was noted that the doctor stated that the lead may have been causing discomfort in the subcutaneous tissue plane. Additional information received reported that the patient¿s discomfort went away once the lead was removed.